Event description:
Voluntary medwatch received reported: one of my patients is on the tandem mobi insulin pump with a dexcom g6 cgm. He's had two issues of pump malfunction with the same brand (but different device pumps). On the most recent occasion, he was using the device as intended and had several weeks of alarms due to occluded insulin so he had to switch his insulin cartridges and infusion sites. Additionally, he heard unexpected "clunking" noises from the pump. However, later that week, he reported an instance where he had several low bloods sugars with smaller than his normal insulin boluses without any significant activity requiring more glucose tablets than normal to bring up his blood sugar. He went on to have a severe low blood sugar (registered as only "low" on his continuous glucose monitor). He disconnected his pump but still required 40 gm of glucose and a donut to bring his blood sugar up. When he put on his pump again, he had an error message saying that the pump was irrevocably damaged.